Manufacturer narrative:
This information is based on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: endless loop tachycardia among patients with devices having advanced preventive algorithms: a case series and brief review. Pacing and clinical electrophysiology. 2024; 47:1252¿1265. Doi: 10.1111/pace.15033 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding endless loop tachycardia (elt) among patients with devices having advanced preventive algorithms. The authors described patients who experienced this type of pacemaker mediated tachycardia (pmt) related to long atrioventricular (av) delays, mvp (managed ventricular pacing), or atrial undersensing. Elt led to clinical worsening in patients having left ventricular (lv) systolic dysfunction and short-lasting palpitations were noted in one patient. The devices were reprogrammed and remain in use. No additional adverse patient effects or product performance issues were reported.